Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the there was an issue with the cassette sensor. There was unknown patient involvement, no patient injury was reported.